Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the first mesh leg assembly through the sacrospinous ligament. As the mesh leg was passed through the tissue, the dilator detached midway down its length. The needle, along with the lead suture and half of the dilator tube remained within the capio device. No bunching on the dilator was observed. Reportedly, the physician removed the capio device and mesh assembly from the patient and no part of the mesh assembly was left inside the patient. The case was successfully completed with another uphold vaginal support system. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.